Event description:
It was reported that there was floating particulate matter in the balloon of a small volume intermate device. The device was reportedly compounded with ceftazimidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed a white particulate 0.40 square millimeters, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.